Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was implanted to treat a hilar stricture of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the 10fr center bend advanix stent was placed into position. The assistant pulled back the blue handle to deploy the stent. However, when the handle was fully retracted, the black introducer broke away from the delivery system and remained inside the stent. The delivery system was removed, and a rat tooth device was used to extract the black introducer from within the stent. The procedure was successfully completed using the original device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdr impact code f2301 captures the used of rat tooth forceps to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix with naviflex rx delivery system was implanted to treat a hilar stricture of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the 10fr center bend advanix stent was placed into position. The assistant pulled back the blue handle to deploy the stent. However, when the handle was fully retracted, the black introducer broke away from the delivery system and remained inside the stent. The delivery system was removed, and a rat tooth device was used to extract the black introducer from within the stent. The procedure was successfully completed using the original device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdr impact code f2301 captures the used of rat tooth forceps to remove the broken guide catheter. Block h11: an advanix- naviflex rx delivery system was returned for analysis; visual examination of the returned device found that the guide catheter was kinked, damaged, and detached from the delivery system and the pull wire was broken. No other problems were noted to the delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages and the detachments encountered in the device. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.